Manufacturer narrative:
Findings: inspected 1 random opened/used enlite sensor and performed continuity test, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for more details. Second sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened/used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report issues with the sensor. Customer reported that the sensor alarmed multiple lost sensor errors. Customer's blood glucose at the time of the incident was 139 mg/dl. Customer reported that upon removal of the sensor they noticed that the cannula was missing. Product is expected to return.